Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12261. It was reported that the patient is dependent on the device for normal function. It was noted that during a follow up in clinic, noise resulting in a pause was observed on the right ventricular lead. The patient was scheduled for a right ventricular lead replacement. During the procedure, insulation breaches were observed on the right ventricular lead as well as the atrial lead. The leads were explanted and replaced. The device was also replaced electively. The patient was recovering.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. External insulation abrasions were noted at 2.0-2.4 cm and 2.6-3.0 cm from the reference cut. The outer insulation was abraded at this location. This is consistent with the observation from the field of noise.